Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02338. It was reported that stent embolization occurred. The procedure was indicated due to an acute mi. The target lesion was located in a saphenous vein graft(svg). A 2.25mm-3.5mm 190cm filterwire ez¿ was advanced and deployed. A 3.00x32mm promus premier¿ stent was advanced and deployed. The stent delivery balloon was deflated. While attempting to remove the stent delivery balloon and the filterwire ez, the retrieval sheath of the filterwire ez caught on the distal edge of the stent which caused the guide catheter to push forward. The stent was accordioned from both sides as the filterwire crushed the distal edge and the guide catheter crushed the proximal edge. The stent then embolized and ended up in the iliac artery. The svg was larger than expected. The stent may have been undersized and not appropriately apposed. A 3.0x33mm non-bsc stent was then advanced to treat the target lesion; however, the stent was also accordioned a little bit. Another 3.0 non-bsc stent was deployed to cover the foreshortened stent. No patient complications were reported and the patient¿s current status is fine.